Event description:
Information received by (B)(6) on (B)(6) 2010 regarding the patient expiration. Global pharmacovigilance provided the following information on (B)(6) 2010 indicating a (B)(6) male patient was found dead at his residency on (B)(6), 2010. The autopsy report indicates death was related to accidental asphyxia due to "rigature": (ligature) strangluation. Seizures have not been ruled out as a possible cause of death. The nurse stated death was not related to dianeal solution, but may have been related to the pd catheter and line connected between the patient and the homechoice pro machine. Reportedly, in (B)(6) 2010, the patient had experienced a seizure and was to follow up with a neurologist. In (B)(6) 2010 (3 weeks prior to death) the patient experienced an increase in headaches. On the evening of (B)(6) 2010, the patient performed pd therapy. On (B)(6) 2010, the patient was found dead in his home (exact time of death was unknown). The nurse was unable to confirm if the patient was still hooked up to the homechoice pro machine at the time of death, but the patient had completed therapy. The nurse stated the headaches had never resolved and the diagnosis of seizures was never confirmed. The patient was not hospitalized prior to or at the time of death. During hospitalization, the patient was started on an unknown blood pressure medication. This complaint addresses the homechoice device.

Manufacturer narrative:
(B)(4). The complaint event of patient death due to asphyxia caused by strangulation by a baxter apd set tubing was confirmed through scene photos and the autopsy report. No product defects or failures were reported contributing to the event. The homechoice pro cycler can detect restricted flow during therapy, raise audio/visual alerts and halt the therapy until the problem is corrected. The evaluation of the homechoice instrument revealed that the patient was not performing therapy at the time of death per the death certificate. Therefore, no flow was present and the instrument would not detect a collapsed or kinked tube if one had been present. The final treatment prior to the patient's death was completed on (B)(6) 2010 at 05:47:53 in the morning. The instrument passed all required testing. A trend review revealed there have been no similar events of patient death due to strangulation by a baxter renal product reported to baxter between (B)(4) 2001 and (B)(4) 2010. Based on information obtained during baxter's investigation, it is possible that a seizure contributed to the patient's inability to free himself from the tubing. Baxter has issued a safety alert letter to renal customers dated (B)(4) 2011 alerting them of safeguards that should be considered with seizure prone and other at-risk patients. The safety alert letter dated (B)(4) 2011 has been attached to this medwatch. Baxter has conducted a trend review from (B)(4) 2001 through (B)(4) 2010 which revealed no similar reports have been received.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to baxter product analysis lab (pal) for evaluation. When the evaluation has been completed, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device which was determined to meet functional and electrical performance specification requirements per returned instrument test evaluation (rite) testing. The device passed both the homechoice rite electrical test and the rite functional test. Review of the returned device logs revealed the last therapy performed was initiated at 7:33 pm cdt on (B)(6) 2010. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to pt seizures or the pt passing away. The assignable cause of the reported incident was undetermined. A copy of the autopsy report and investigator's report was received from the (B)(6). The findings of the autopsy report concluded: "it is our opinion that the decedent, (B)(6), died as a result of asphyxia by ligature strangulation, with congential renal dysplasia contributing to the cause of death. The decedent was on life long dialysis treatment due to the kidney abnormality, and during sleep, became entangled in the dialysis tubing, causing strangulation. The possibility that a seizure contributed to his positioning cannot be ruled out. Manner of death: accident" the tubing will not be released to baxter for evaluation.